Event description:
The customer reported that the device did not meet a specification. The mean airway pressure (map) was reading 43 to 45 cmh2o. It should be reading 39 to 43 cmh2o. There was no pt involvement at all.